Manufacturer narrative:
The device has not yet been returned to the MFR for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the battery is getting an over temperature error while charging. There was no pt involvement and no allegation of adverse consequences associated with this event.